Event description:
It was reported that the table moved into reverse trendelenburg with no one touching the pendant. There was no injury or adverse event reported.

Manufacturer narrative:
It was reported that the table moved into reverse trendelenburg with no one touching the pendant. There was no injury or adverse event reported. The table was visually examined and a performance test of all movement functions was conducted. The technician was unable to replicate the complaint. The hand pendant used during the procedure has been returned to stryker for evaluation. Additional information regarding root cause will be sent in a supplemental report once the evaluation has been completed.